Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon notes there is low vault and higher then expected pressure. The patient is more myopic than he expected. Lens remains implanted.